Manufacturer narrative:
A philips biomedical equipment technician (bet) evaluated the device and could confirm that there was an issue with the blood pressure hose. The bet replaced the hose to resolve the issue. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the earlyvue vs30 indicating the nbp (non-invasive blood pressure) is not consistent in taking blood pressure and had a possible bad connector. The device was in use at the time of the event. No adverse event occurred.